Event description:
The customer reported that the roller clamp does not stop the flow of fluid when closed. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The customer did not provide a lot number. Without a lot number the device history record and complaint database could not be reviewed. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed.